Event description:
It was reported that the customer experienced an unknown issue with the bolus feature of the pump. Additionally, the pump did not alert the customer when their blood glucose (bg) level increased. There was no reported adverse impact to the customer's bg level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.